Event description:
Access and deployment of a bifurcated device was uneventful. After deployment of a suprarenal extension, angiogram confirmed that it was placed approximately 2cm too high, covering both renal arteries. An attempt was made to pull the extension down with a coda balloon, however, unsuccessful. The decision was made to convert the patient to open repair, via a midline incision. The aorta was cross clamped just above the renal arteries, a small incision was made distal to the clamp, only the suprarenal extension was explanted, and the aorta repaired. The bifurcated device was not explanted as it had successfully excluded the aneurysm in the distal aorta (a surgical graft was not implanted). The cross clamp was removed, and the physician was unable to close the patient due to severe bleeding complications, which were caused by disseminated intravascular coagulation (dic). The patient was given large intraoperative infusions of clotting agents in an attempt to overcome the condition, however, unsuccessful. The patient died in the operating room.

Manufacturer narrative:
Based on the measurements in the procedure planning sheet the patient met the anatomical inclusion criteria per the instructions for use (IFU). However, it is not clear whether the physician followed the IFU in positioning the suprarenal proximal extension. The IFU instructs to deploy 1-2 cm of the stent graft above the intended treatment area, leaving the remaining stent graft within the sheath so that the device may be pulled into position. It appears that the device was fully deployed inadvertently high. Whether this was due to an inability to visualize the location of the renal arteries, or due to an inadvertent full deployment, or some other reason, is unknown. Based on the review of the event information available, manufacturing records, and previous reports, there is no evidence that this complaint is due to a manufacturing issue and no additional specific corrective action or preventative action is warranted at this time. There have been no other reports which have been received to date from this same lot of devices. This report is being submitted based on a retrospective review of legacy vigilance reports. Endologix will continue to monitor according to its procedures.